Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms every three months. Customer reported the alarm occurred during a bolus. The customer's blood glucose was unknown. Troubleshooting was not completed as the alarm did not occur at the time of the call. Customer was advised to call back when the alarm occurs to troubleshoot. The customer declined to return the product for analysis.